Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, additional information was received from a consumer. On (B)(6) 2015, the patient visited their pain management center. When the physician attempted to withdraw "old, remaining medication," she found there was 15ml still in the pump of the original 20ml placed in the pump on (B)(6) 2015 at implant. The patient was sent for an x-ray where it was determined that the "tip" of the catheter feeding into the spine was no longer in place. The patient was prescribed oral opioid medication (dilaudid 4mg every 6 hours) and a request was sent for a surgical consult. The consult was scheduled for (B)(6) 2015. Additionally, the patient experienced withdrawal symptoms that were most unpleasant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp) and a company representative. The patient's dose of dilaudid was 2.5 mg/day. The patient's medical history and concomitant medications were unknown. It was reported the patient was not receiving pain relief, the pump had been flipping and "the levels were off" at the last refill. On (B)(6) 2016, a dye study was performed and the physician was unable to aspirate from the catheter access port (cap). The patient was sent to a neurosurgeon. Surgical intervention had not occurred and it was unknown if it was planned. The patient's status was "alive - no injury."

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer receiving intrathecal dilaudid 10 mg/ml. The patient moved a dresser by themselves on either (B)(6) 2015, and they think this may have detached the catheter line. The patient did not fall, and nothing popped when moving the dresser. The patient reported being horrifically tired on (B)(6) 2015 and thought that maybe it was a flare-up of their fibromyalgia (preexisting condition). They were going to stay with a friend, but they were not able to do that because all they wanted to do was sleep. Their friend asked if the pump was empty. They started vomiting and having diarrhea on (B)(6) 2015. At first they thought it was from something that they had eaten, but it was not. They had lost nine pounds since (B)(6) 2015. The patient went to the emergency room(ER) as instructed on (B)(6) 2015. They were given a 1 milligram (mg) intravenous injection of dilaudid and an 8 mg injection of zofran. After receiving the injections the patient felt better when walking out to the car. Once they got into the car they had immediate indigestion and thought it was "subjecate" in their throat from the zofran. They were trying to burp, they started to sweat, and it felt like they were going to throw up. They thought the medication hit their nervous system harder than it was supposed to. The patient had side effects of immediate indigestion and sweating, and they felt like they were going to vomit. This passed, and they felt much better. They felt better than they had in days. The pump was rotating and rolling around and around (spinning) in the last few days. It was spinning when they sat down on the toilet or when they got up from a chair. They could feel it moving, and they did not know if they popped it loose. The pump had not been doing this before. On (B)(6) 2015 the patient woke up and they were feeling horrible again. They had a visit with their primary care physician on this date, and their diastolic blood pressure was high, though the patient was not given a number. They reported their doctor did not do anything. The patient thought something was wrong with their device (that it had been damaged), or thought that it was empty. The patient's next refill was (B)(6) 2015. The patient did not hear an alarm. Relevant troubleshooting and interventions were requested in addition to if the reported symptoms resolved. The patient was indicated for the following use: non-malignant pain. They were taking toprol xl 100 mg/day.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient; product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative on 2016-05-17. A catheter event was confirmed. The company representative was asked to attend a revision/replacement on (B)(6) 2016. On 2016-05-19, a company representative reported that he was at the revision/replacement being performed today. The daily dose of morphine was being decreased from 2.5 mg/day to 1.2 mg/day, but when programming the patient activated (pa) dose it was originally programmed at 4.99 mg (477 % daily dose increase). The company representative was redirected to a physician to determine what the new pa dose/programming was to be as per the physician&#62688;discretion. On 2016-05-24 a company representative reported that the pump had flipped and was causing the catheter to kink. The entire catheter was replaced then replaced on (B)(6) 2016.